Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that upon implant of the implantable pulse generator (ipg), the device did not pace. It was indicated that upon initial interrogation all fields were blank however a power cycling of the programmer did remedy the issue. The device was attempted but not used and an alternative device was implanted. No patient complications have been reported as a result of this event.